Event description:
It was reported the patient's ipg was removed but the patient's leads remain implanted. The reason for the ipg explant and the explant date are currently undetermined. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was include in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.